Event description:
It was reported that, "during the surgery, the surgeon cut the patient femur with #8 cutting block. However, the trial did not fit with cut surface."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.